Event description:
It was reported while using an unspecified bd syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I was preparing a doxorubicin syringe and when I went to swipe the top of the membrane I notice a red tinge. I thought at first it was underneath the membrane, but when I wiped it I had a red tinge on my alcohol pad. I also noticed a red tinge coming out of the vent on the side of the adaptor. I not sure if this was just a defective adaptor.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-feb-2023. H6: investigation summary: one sample and multiple photos were provided to our quality team for investigation. Through visual evaluation of the photos, a leakage into the expansion chamber was observed and a red stain can be seen on the membrane. The returned product was evaluated and no visible defects were noted, however, the puncture hole in the protector membrane was noted to be fairly large, indicating an injector had been activated with the device for a significant amount of time. Liquid was pushed through the system, no fluid was observed inside the expansion chamber, the membrane was checked for any leakage and no fluid was observed. Product undergoes a series of visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed, and additional retained samples could not be investigated. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure can then create a leak into the expansion chamber. Based on the sample evaluation and available information, we cannot identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using an unspecified bd syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I was preparing a doxorubicin syringe and when I went to swipe the top of the membrane I notice a red tinge. I thought at first it was underneath the membrane, but when I wiped it I had a red tinge on my alcohol pad. I also noticed a red tinge coming out of the vent on the side of the adaptor. I not sure if this was just a defective adaptor.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.